Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012: the patient underwent removal of plates from c4-7 with acdf at c6-7 with a stage ii posterior c3-t1 lateral mass and pedicle screw fixation with essential laminectomy at c6, c7. The patient underwent x- ray cervical. Impression: interval revision of anterior fusion hardware; interval placement of bilateral posterior fusion rods from c3-t1, with lower cervical laminectomy changes. No adverse postoperative sequelae were seen. Preop: cervical spondylosis; cervicalgia. Cervical radiculopathy. Pseudoarthrosis. Failure of conservative management. Post laminectomy syndrome. Procedure: stage I: exploration of previous fusion from c4 through c7 with removal of plate c4-c7. Anterior cervical discectomy for purposes of neural decompression and arthrodesis c6-c7. Peek implantation at c6-c7. Plate application c6-c7. Neural decompression c6-c7 with foraminotomies c6-c7. Stage ii: on the same patient on the same operative date through a separate site. Posterior cervical arthrodesis and pedicle screw fixation c3-4, c4-5, c5-6, c6-c7 and c7-t1 and lateral mass fixation/pedicle screw fixation c3-t1. Central laminectomy c6, c7. Arthrodesis, c3-4, c4-5, c5-6, c6-7, c7-t1. Stealth stereotactic navigation. Implantation of allograft and autograft bone. Perop: stage 1: incision was made using the old incision. It was found that the right lower c7 screw was fractured and loose. Stryker drill was used and mobilized the end plate as well as the large osteophtes superiorly and inferiorly. Plate was removed atraumatically and then caspar pin in c6 and c7 pas placed. After that peek cage filled with allograft and autograft bone after shaping the end plates were tamped in. Casper pins were removed, holes were filled and after that 19 mm plate was placed anteriorly and then 4 screws. Stage 2: mayfield 3 point head fixation device was placed. Then a selection of 10 and 12 mm nuvasive screws on the right side at c3, c4, c5 and c6 were placed. Appropriate size of 22mm screw was placed down the left pedicle. Then all screws were drilled. Bone morphogenic protein and allograft and autograft bone in the gutters and along the laminectomy defect was placed. The facets at c3-4, c4-5, c5-6, c6-7, and c7-t11 were decorticated. (B)(6) 2012: the patient underwent CT cervical spine without contrast. (B)(6) 2012: the patient went for an office visit due to cervicalgia and cervical radiculopathy and for pseudoarthrosis with c6-7. (B)(6) 2012: the patient underwent x-ray cervical. Impressions: stable exam since CT of (B)(6) 2012 with posterior elements rod screw stabilization c3-t1 and ventral plate screw fixation c6-7 with intervertebral disc expander c6-7 unchanged with satisfactory hardware positioning and bony alignment to. Otherwise stable mild degenerative changes (B)(6) 2012: the patient went for an office visit due to cervicalgia, cervical radiculopathy, pseudarthrosis with c6-7 status post a previous acdf c4-7, chronic pain, lumbago and previous lumbar fusion surgery l3 through s1. The patient underwent cervical spine ap lateral. Impression: stable s nee (B)(4) with the posterior element screw and intervertebral disc expander and ventral plate screw fixation at c6-7. The patient underwent x-ray of cervical spine ap/lat. Impression: stable since (B)(6) 2012 with the posterior element screw and rod stabilization c3-t1 and intervertebral disc expander and ventral plate screw fixation at c6-7, unchanged with nothing else new. (B)(6) 2012: the patient underwent x-ray lumbar and cervical. CT cervical spine without contrast. (B)(6) 2012: the patient went for an office visit due to back pain. (B)(6) 2012: the patient underwent CT lumbar spine without contrast. Impressions: new posterior instrumented and interbody fusion at l2-3. Mild to moderate right neural foraminal narrowing at this level due to persistent retrolisthesis and facet hypertrophy. Redemonstrated fusion from l3-4 through l5-s1. The patient underwent lumbar fusion. Preop: additional degeneration l2-l3. Disk degeneration. Spinal stenosis and lateral recess stenosis l2-l3. Left lower extremity radiculopathy. Failure of medical management. Procedure: l2-l3 lumbar decompression, redo with significant/excessive scar from previous surgery and extremity. Arthrodesis l2-l3. Lateral recess decompression l2-l3. Pedicle screw fixation l2-l3, bilateral. Transforaminal interbody fusion l2-l3 with decompression which was not incidental simply for access. Implantation of peek cage. Implantation of allograft and autograft bone. Stealth stereotactic navigation. Perop: facet was disrupted at l2-l3 after confirming the correct level and then identified and exposed the transverse processes at l2, l3. Stereotactic navigation frames were placed on the l2 spinous process and then did a volumetric low-density CT scan. The left l2 screw stimulated at 9 and as such. Screw was replaced. Then l2-3 interspace at the spinous process was broken and rods were placed. Left sided decompression for lateral recess stenosis which was quite marked at this level. The disk space was then exposed at l2-3 and then opened. Disk contents were removed. After that sized and shaped peek cage which was filled with allograft and autograft bone was tamped into the place. Compression new rods were shorter across both and were compressed. Slurry of allograft bone and autograft bone and bmp and then and obtained a final x-rays. 20 cc of 0.5% ropivacaine was injected into the wound edge. (B)(6) 2012: the patient went for the postop office visit due to back pain. (B)(6) 2012: the patient went for an office visit chronic back pain. The patient underwent lumbar spine ap and lateral. Impression: stable appearance of the post discectomy and fusion changes at l2-3 through s1 since CT (B)(6) 2012 with stable hardware positioning and bony alignment. New neurostimulator the right lower quadrant with wiring extending over the spine beginning at t 12 and extending superiorly. Nothing new or acute since prior study. (B)(6) 2013: the patient went for an office visit due to chronic pain. The patient underwent lumbar spine ap lateral and cervical spine 2 or 3 views. Impressions: post discectomy and fusion changes l2-s1 with intervertebral disc was nanometers l2-3, l3-4, l5-s1 posterior element pedicle screw and rod stabilization at l2-3 and neurostimulator to the lower thoracic spine. Degenerative changes. Mild grade I retrolisthesis of c3 and c4. Normal alignment without hardware failure and mature bony fusion in the cervical spine. (B)(6) 2013: the patient underwent cervical spine ap and lateral radiographs 2 views. Impression: anterior and posterior fusion.